Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is associated with the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks on (B)(6), to chest and mid-abdomen on (B)(6), to chest and upper abdomen on (B)(6), to mid abdomen on (B)(6), and to upper abdomen on (B)(6) 2019 using the cooladvantage and cooladvantage+ system applicators, who may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information that the patient underwent corrective liposuction in (B)(6) 2024 and presented with paradoxical hyperplasia (ph) reoccurrence.